Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device was advanced down the endoscope and the ampulla was cannulated. However, upon bowing of the device, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.